Event description:
The reporter reported the insulin pump loses date/time and reverts to january 2001 12:00 am after every battery change. The patient alleged no injury or medical attention due to this issue. The patient was able to correct the pump date/time after every battery replacement.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.